Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of inappropriate sensing and noise. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of inappropriate sensing and noise. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.